Manufacturer narrative:
Device received with currents in spec. No battery out of limit. Device passed prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm. Device received with intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the device had a keypad anomaly. Customer's blood glucose was 337 mg/dl. Device had alarmed no delivery alarm. Alarm was resolved. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.